Manufacturer narrative:
Integra lifesciences corporation detected a fracturing condition during the inspection process of the skull pin. Radiolucent skull pins suspected of having this condition was traced to lot# 42358.

Event description:
Lot #42358 is suspected of having skull pins that possibly could fracture when under compression. There have been no field reported injuries or incidents involving the radiolucent skull pins. Integra lifesciences is voluntarily recalling all 40a2020 skull pins with lot #42358.